Manufacturer narrative:
Immucor technical support used an electronic connection method to assess the instrument test well images in question on (B)(6) 2018, which appeared visually weakly positive. The echo instrument is performing as expected with the exception of the camera module ability to appropriately identify some true positive results. The immucor technical communication (B)(4) is being used by the lab to visually confirm all negative assay events reported by the echo instrument.

Event description:
On (B)(6) 2018, an immucor employee visiting customer site, reported on behalf of the customer, an unexpectedly negative antibody screen, when tested on a galileo echo instrument on (B)(6) 2018.